Event description:
Midline catheter inserted 1/13/98. Upon removal 1/15/98, 1 cm came out with hub, but 19cm retained as fb. Remainder of catheter removed surgically in or 1/15/98. Catheter turned over to rep on 1/16/98.